Event description:
The physician uneventfully placed the fourth coil (subject device) in the aneurysm. After the fifth coil was positioned into the aneurysm, the physician decided to remove it to achieve better placement. Resistance was encountered at the distal end of the microcatheter during removal of this coil; however, the coil was removed intact. The subject coil appeared to be protruding from the aneurysm inside the microcatheter and ''may be overlapped with the fifth coil.'' The physician used another coil to push the coil back into the aneurysm. The procedure was completed and there was no clinical consequence to the patient.

Event description:
The physician uneventfully placed the fourth coil (subject device) in the aneurysm. After the fifth coil was positioned into the aneurysm, the physician decided to remove it to achieve better placement. Resistance was encountered at the distal end of the microcatheter during removal of this coil; however, the coil was removed intact. The subject coil appeared to be protruding from the aneurysm inside the microcatheter and "may be overlapped with the fifth coil". The physician used another coil to push the coil back into the aneurysm. The procedure was completed and there was no clinical consequence to the patient.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is most likely that potential device/device interaction that caused resistance and pulled part of the subject coil from the aneurysm. Therefore, a root cause of operational context has been assigned to the reported event, as the procedural issues encountered during the procedure limited the performance of the product contributed to the reported event.